Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2010. It was reported that the scs ipg was shutting off randomly for 3 to 4 seconds at a time then it was coming back on. The device is still in use. No further info is available at this time.